Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a sling procedure and perineorrhaphy on (B)(6) 2012. The patient was examined by a physician on (B)(6) 2012 and an erosion was identified. The patient experienced a midline mesh erosion in the original suture line which caused pain and prevented intercourse. The patient underwent a procedure on (B)(6) 2012 to close the erosion. Currently, the patient is awaiting follow up.